Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that the patient had dilaudid for year and it worked great. Then something happened, the patient had pump changed and ¿ended up in the hospital with blood pressure down to the top was 44.¿ the pump was turned off and then removed. The patient had not been able to use dilaudid since then. The patient also had tried fentanyl. The patient outcome was unknown. Current drug was unknown.